Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? There was a ggo with a 12mm size at the right upper lung segment. It was diagnosed as carcinoma in situ in pathology. What color cartridge was used on the 8th firing? A green cartridge. Were clips used in the surgical procedure? Yes. Please describe in detail how the manual knife return was used. How many times was lever pulled? As the knife returned by 2/3 and was stuck. The surgeon pulled the manual lever to try to return the knife manually. The knife was still stuck. The lever was pulled so many times that the surgeon reported that he even couldn¿t count it. Was the device fired over an existing staple line? Yes. But it¿s not where the knife was stuck. And the surgeon reported that the cut line and the staple line was complete. He think the problem was within the device. Was the force to fire the device higher or lower than expected? No. It¿s normal. Were any unusual noises heard? No what is the current patient status? The patient has been discharged. The ec60 device was returned with the closing trigger and anvil in the closed position. An ecr60g cartridge was received loaded on the device and void of staples. The returned reload was noted to have cartridge deck damage. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Upon further inspection of the device, a clip and several malformed staples were found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No further functional testing could be performed due to the condition of the device. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the knife could not return. The device performed with seven good firings. But the knife of the device could not return back on the eighth firing. The cut line and staple line were complete. However, the knife returned by 2/3, and was stuck at the proximal 1/3. Manual lever was pulled but it did not work. The knife could not return and the jaws could not open. The surgeon had to convert the surgery to open, cut and removed the lobectomy with the jaws closed on it. Hand sewing was used to complete the procedure. The patient is in stable condition now.